Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a non-medtronic 6fr 45cm sheath, 0.014" spider guidewire and 5mm spider fx embolic protection during procedure to treat a severely calcified lesion in the mid superficial femoral artery with 80% stenosis. The vessel was little tortuosity. The vessel diameter and lesion length are 5mm and 40mm respectively. The lesion was not pre dilated but post dilated. IFU was followed. It was reported t hat the cutter would not properly close. The hawkone-m was used and after several passes the cutter would no longer close and pack. There was an issue packing the nosecone during the procedure. The cutter was outside of the housing during the removal of the device from the patient. The thumbswitch was unable to open and close the cutter. No distal deformation or damage was noted. There was no motor issues or sounds. No vessel damage was noted. Physician removed the hawk and utilized a different hawkone with success. The procedure was completed and the patient was discharged home same day. There was no patient injury.